Manufacturer narrative:
A1 and h6: additional information was provided that there was no patient present at the time of the event. The issue occurred during testing.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service recommended expulsor assembly to be replaced to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-8.10%). No adverse effects were reported.